Event description:
The catheter was removed from packaging and prepped according to protocol. It was inserted into the patient, but electrode #2 was pulling (not working) and no electrogram could be seen on the screen at that electrode either. We tried to change out the cables but that didn't work, so the catheter was exchanged for a new one (lot for the new one: 5202912)